Event description:
I received the essure coils in (B)(6) 2007. I started having severe back pain, hair loss, weight grain, pain during sex, depression, and eventually due to complications I needed a hysterectomy. If I was informed by my doctor or anyone of these complications I never would have gotten this procedure.